Event description:
It was reported by the rep that the (1) tlc75 was used during an unknown procedure. It was reported that the staples did not form correctly when fired. The case was completed with a new tlc75. There was no pt consequence.